Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: d1.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed a complete system checkout but no issues were found. No error codes were observed in the iabp log files that would indicate a shutdown or a problem with the iabp unit. The fse ran the iabp unit without issue and suspected that the unit may have been running on battery power and that the batteries had died. The fse noted that the log files revealed that the iabp unit had been assisting the patient for five (5) hours without interruption. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital. The full name of the initial reporter is (B)(6).

Event description:
It was reported during use on a patient that the cs300 intra-aortic balloon pump (iabp) shut off twice. No patient harm, serious injury or adverse event was reported.